Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to literature review, and as documented in a clinical technical summary, written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early postprocedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the stroke was likely related to the mechanisms described above, in addition to the patient¿s advanced age (84 years old). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve the patient had a stroke. At the time of the report, the patient remained in the stroke unit at the hospital with difficulty talking and moving one of his arms. These effects were noticed immediately post-procedure.

Event description:
On pod7, the patient had just a little movement in his right hand but still no movement at all in his right leg. The patient had two CT head scans to assess the mechanism of stroke. The first CT scan showed ¿mild small vessel ischemic changes with no focal cerebral or cerebellar lesion. No evidence of acute infarct, hemorrhage or extra-axial collection. Mild to moderate widening of ventricles and csf spaces, unchanged. No pituitary, orbit, bony, paranasal sinus or mastoid sinus abnormality. Conclusion: no acute abnormality identified¿. The second CT head showed ¿evolving left pca territory infarct, with p2 segment pca under-filling and small peripheral penumbra¿. There were no findings making it suitable for clot retrieval. His treatment therefore was focused on mdt input and rehabilitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.